Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's system controller was saying driveline power fault. The system controller did not let the patient silence the alarm for 4 hours. Log files were sent for review. The log files captured driveline power faults on (B)(6) 2026. The motor function was not affected by this event. The modular cable and system controller were exchanged.